Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that crossing difficulties were encountered.   The 70% stenosed, 30x4.0mm, concentric, de-novo target lesion containing a lesion bend of <=45 degree was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). Predilation was performed with a balloon. A 4.00x32mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts on the three most proximal rows were distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).